Manufacturer narrative:
Medrad rep visited the hospital and tested the disposables that were involved in the incident with the exception of the single-pt disposable set which had been discarded. A new single-patient disposable from the site's inventory was tested on the injector and the injector functioned correctly. A full system service check of the avanta injector has been scheduled. Additional applications training have been scheduled at the site.

Event description:
The site reported the following: "customer telephoned on 14 october to inform that they had an air embolism on a pt during the use of an avanta injector." The avanta injector was programmed to a maximum of 7 mls, but, the superintendent radiographer estimates that much less contrast was injected. During the injection, the pt became hypotensive, the procedure was stopped, and an unk dosage of atropine was administered. The pt recovered, the procedure was completed without further incident, and the pt was discharged later that day.